Event description:
It was reported that the right ventricular lead exhibited high, out of range, pacing lead impedance. Diagnostic imaging was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.